Manufacturer narrative:
No conclusion can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened.

Event description:
It was noted upon reviewing a post-op x-ray that one eagle screw had backed out a small amount. The surgeon has taken no action; however as events of this nature could result in the need for surgical intervention, an MDR is being filed to document this event.